Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol bard flat mesh (device #2) device may have caused or contributed to the reported event. To date no medical records have been provided. The attorney alleges the patient underwent an open surgery because of chronic pain. The surgery entailed wound exploration with division of the genitofemoral nerve and division of the ilioinguinal nerve. Another surgery was performed to remove the bard flat mesh (device #2). The device was explanted. The mesh was scarred in densely to the posterior abdominal wall, inguinal ligament and the cord structures and was dissected out circumferentially. Adhesion is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol bard flat mesh (device #2). An additional emdr was submitted to represent the bard/davol perfix plug (device #1). Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent a left indirect inguinal hernia repair. A bard/davol perfix plug (device #1) was implanted in the patient during this repair. On (B)(6) 2012: the patient underwent removal of the defective perfix plug (device #1). Upon visualizing, the physician noted, "the procedure was extremely difficult due to the marked scarring present from the patient's previous repair. The plug itself was adherent to the peritoneum and a portion of peritoneum had to be excised and closed with removal of the plug." The revised mesh was replaced with a bard/davol bard flat mesh (device #2). On (B)(6) 2013: the patient underwent an open surgery because of chronic pain. The surgery entailed wound exploration with division of the genitofemoral nerve and division of the ilioinguinal nerve. On (B)(6) 2013: the patient underwent and open surgery to remove the bard flat mesh (device #2). During the surgery, the physician noted "the procedure was extremely difficult due to the fact the mesh was scarred in densely to the posterior abdominal wall, inguinal ligament and the cord structures. We carefully dissected out the mesh circumferentially." The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability and impairment.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol bard flat mesh (device #2) device may have caused or contributed to the reported event. To date no medical records have been provided. The attorney alleges the patient underwent an an open surgery because of chronic pain. The surgery entailed wound exploration with division of the genitofemoral nerve and division of the ilioinguinal nerve. Another surgery was performed to remove the bard flat mesh (device #2). The device was explanted. The mesh was scarred in densely to the posterior abdominal wall, inguinal ligament and the cord structures and was dissected out circumferentially. Adhesion is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2012) is considered to be a best estimate. This supplemental emdr represents the bard flat mesh (device 2). An additional supplemental emdr was submitted to represent the bard/davol perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent a left indirect inguinal hernia repair. A bard/davol perfix plug (device #1) was implanted in the patient during this repair. (B)(6) 2012: the patient underwent removal of the defective perfix plug (device #1). Upon visualizing, the physician noted, "the procedure was extremely difficult due to the marked scarring present from the patient's previous repair. The plug itself was adherent to the peritoneum and a portion of peritoneum had to be excised and closed with removal of the plug." The revised mesh was replaced with a bard/davol bard flat mesh (device #2). (B)(6) 2013: the patient underwent an open surgery because of chronic pain. The surgery entailed wound exploration with division of the genitofemoral nerve and division of the ilioinguinal nerve. (B)(6) 2013: the patient underwent and open surgery to remove the bard flat mesh (device #2). During the surgery, the physician noted "the procedure was extremely difficult due to the fact the mesh was scarred in densely to the posterior abdominal wall, inguinal ligament and the cord structures. We carefully dissected out the mesh circumferentially." The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability and impairment. Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with left indirect inguinal hernia thereby underwent open repair with implant of perfix plug (device 1). Per op notes, "a perfix plug and patch (device 1) was placed into the inguinal ligament using sutures." (B)(6) 2012 - patient had chronic left groin pain thereby underwent open repair with removal of mesh (device 1) and implant of bard flat mesh (device 2). Per op notes, "the plug was densely adherent to the peritoneum. The mesh (device 1) was excised and a bard flat mesh (device 2) was placed into the inguinal ligament using prolene sutures." (B)(6) 2013 - patient had chronic left groin pain thereby underwent wound exploration with division of genitofemoral nerve and division of the ilioinguinal nerve. Per op notes, "there was a scar tissue, the genitofemoral nerve was divided and the ilioinguinal nerve was then identified and excised. The previously placed mesh (device 2) was in place with no defects." (B)(6) 2013 - patient had chronic left groin pain thereby underwent repair with removal of mesh (device 2).per op notes, "the mesh was scarred in densely to the abdominal wall and the mesh (device 2) was completely excised."